Manufacturer narrative:
Block h6 imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of balloon spontaneous inflation.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted during a procedure performed on (B)(6) 2025. The patient presented with nausea, vomiting, discomfort and pain. An x-ray was performed on (B)(6) 2025, confirming the balloon was hyperinflated. The balloon was removed, and another balloon was placed on may 09, 2025. According to the information provided, it can be seen a blue dye was used when filling the orbera balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted during a procedure performed on (B)(6) 2025. The patient presented with nausea, vomiting, discomfort and pain. An x-ray was performed on (B)(6) 2025, confirming the balloon was hyperinflated. The balloon was removed, and another balloon was placed on (B)(6) 2025. According to the information provided, it can be seen a blue dye was used when filling the orbera balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Block h11 the returned orbera balloon was analyzed. A visual inspection and media analysis were performed. The costumer provided some pictures where it was seen hyperinflation of the balloon, also it can be seen a line that indicates the present of air in the balloon. During visual inspection, it was observed the balloon-colored blue, most likely it was filled with methylene blue. Based on the evidence provided, the reported codes of "balloon spontaneous inflation" and "use of device issue - user error" can be confirmed. Based on all gathered information, the probable cause selected for the as reported balloon spontaneous inflation, pain, abdominal, nausea, discomfort and vomiting is "known inherent risk of device." For the events "endoscopic procedure and imaging required", the most probable cause of these reported issues cannot be established due to lack of evidence. For this reason, these events will be classified as "cause not established". A labeling review was performed and found evidence to suggest the device was used in a manner inconsistent with the labelled indications. It can be observed that a blue dye was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. For this reason, this event is catalogued as "failure to follow instruction".

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted during a procedure performed on (B)(6) 2025. The patient presented with nausea, vomiting, discomfort and pain. An x-ray was performed on (B)(6) 2025, confirming the balloon was hyperinflated. The balloon was removed, and another balloon was placed on (B)(6) 2025. According to the information provided, it can be seen a blue dye was used when filling the orbera balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Block h11 the device was not returned for analysis; however, the customer provided pictures. A media inspection was performed, which revealed a line indicating the presence of air in the balloon. Additionally, a blue coloration was observed.the reported events of balloon spontaneous inflation and use of device issue - user error were confirmed. Based on all the compiled information, the most probable cause is determined to be a known inherent risk of the device, as the events reported are known, documented in the labeling, and all reasonable precautions were taken. A labeling review was performed and found evidence to suggest the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline.